Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010 to treat urinary incontinence. The patient experienced erosion, injury to the pubic nerve, and took daily medication to relieve the pain. The patient underwent a revision procedure on (B)(6) 2010. She underwent a second revision on (B)(6) 2011 to explant 3.5cm of the sling. The patient received follow-up treatment in the hospital on (B)(6) 2012. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.